Manufacturer narrative:
Please note: this medwatch report is associated with MFR report# 2017233-2017-00187. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) measuring 68 mm in diameter and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2014, follow-up computed tomography angiography imaging (cta) showed a maximum aneurysm diameter of 66 mm. On (B)(6) 2015, follow-up computed tomography angiography imaging (cta) showed a maximum aneurysm diameter of 66 mm. On (B)(6) 2016, the patient experienced a rupture of the abdominal aortic aneurysm and was treated with a gore® excluder® aortic extender component. On (B)(6) 2016, follow-up computed tomography angiography imaging (cta) showed a maximum aneurysm diameter of 84.8 mm. On (B)(6) 2016, the patient was implanted with a tge373710 conformable gore® tag® thoracic endoprosthesis for another rupture of the abdominal aortic aneurysm. On (B)(6) 2017, computed tomography imaging identified an abdominal aortic occlusion. The physician stated that the occlusion was likely due to the severe aortic angulation in the absence of coagulation disorder. To remedy the situation, the patient was surgically treated with an axillar-bifemoral bypass. Post-operatively, the patient expired on the same day due to the sequelae of the aortic occlusion resulting in multi-organ failure. The gore® excluder® aaa endoprostheses were not explanted and remained in the patient.

Manufacturer narrative:
Please note: this medwatch report is associated with MFR report# 2017233-2017-00187. (B)(4).